Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient is scheduled for a removal surgery to remove the broken screws. The patient had an open reduction and internal fixation of fracture in (B)(6) 2019. The patient underwent open reduction and internal fixation for the fracture of the middle and lower segment of the left humerus and olecranon fracture of the left ulna. Then on (B)(6) 2020, the patient was performed the surgery of removal of internal fixator in fracture, during which the screw was found broken. It was unknown if the procedure completed successfully. The patient condition was unknown. This complaint involves one (1) device. This report is for (1) 4.0mm ti cancellous bone screw slf-tpng/variable angle 16mm. This report is 1 of 1 for (B)(4).